Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver case was opened for internal visual inspection and it failed. An activated moisture detection sticker and moisture damage throughout receiver was observed. The receiver data download and functional test was attempted but could not be performed since the receiver would not turn on. The reported event that the receiver ceased to function was confirmed during interior visual inspection. The root cause was determined to be moisture damage.